Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the patient was diagnosed with an infection at the insertion site. The area was pink, tender, and had pus coming out. He was prescribed antibiotics (did not remember exact name) that he took for about 7 days. She stated that the patient's blood glucose was also running high (>250mg/dl) and he was taking more insulin, which they subsequently noticed was not helping. The pod was worn on the leg for between 24 and 36 hours.